Manufacturer narrative:
The device was returned and evaluated. The needle is broken at the joint where the needle is glued to the tubing cutoff. The needle seems to be broken during use from handling. The cause of the complaint is inconclusive. The device history record was reviewed and no negative quality trends, non-conformances, or corrective actions were associated with this lot. The lot history, trend analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The device has been requested for return and evaluation. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported during the fluid/air exchange of a retinal detachment procedure the metal cannula broke very close to the handpiece and came into contact with the eye. The backflush was in the trocar however the metal end protruded from the trocar and was accessible from the outside. No patient impact was reported.